Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "in april". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported that while using freestyle librelink, the low/high glucose alarm failed to trigger and the customer indicated the ¿alarm disabled due to irritation alarm continues for 30 minutes¿. The customer experienced a loss of consciousness and was unable to self-treat. The ambulance was called and the customer was treated with glucose infusion and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarming issue was reported with the adc device. A customer reported that while using freestyle librelink, the low/high glucose alarm failed to trigger and the customer indicated the ¿alarm disabled due to irritation alarm continues for 30 minutes¿. The customer experienced a loss of consciousness and was unable to self-treat. The ambulance was called and the customer was treated with glucose infusion and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Successfully received high/low glucose alarms on android/fsll using a known good libre 2 sensor. No issues were identified with librelink application. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.